Event description:
Patient seeking legal action. Pfs received. (B)(6) 2013, sales rep reports that the patient was revised because of metal sensitivity. (B)(6) 2013 - clinical report states the patient was revised to address alval. Radiographic evaluations indicate the cup was anteverted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.